Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pacing lead, (B)(6) 2008; 4058m52 implantable pacing lead, (B)(6) 1992. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning. Low impedance was seen in unipolar configuration. No measurement was seen in bipolar configuration due to loss of capture. The lead remains in use in unipolar setting with continued patient follow-up by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.